Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine was 2 weeks ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mood swings ("mood swings") and depressed mood ("not feeling like doing any thing"). Essure was removed. At the time of the report, the medical device removal, mood swings and depressed mood outcome was unknown. The reporter considered depressed mood, medical device removal and mood swings to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fatigue and mood swing, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Medical device removal were added, outcome was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.